Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: underweight, encapsulation (<50% of the area), broken, missing shell (25-50%) and red particles. A visual and microscopic analysis was performed which identified a sharp striated broken opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: sharp broken on the posterior due to an unidentified (tear) opening, a striated opening due to surgical damage consistent in the use of some surgical tool and missing shell due to inconclusive. Reason for reoperation due to pain, rupture and double capsule. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "experiencing pain" in their left breast. Imaging confirmed rupture. Healthcare professional reported double capsule. The device has been explanted.